Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic). Additionally, the rv lead triggered alerts for undefined high pacing impedance and oversensing-noise episodes. The rv lead also exhibited episodes of t-wave oversensing (twos) and ventricular oversensing of atrial pacing. The patient received inappropriate therapy. A magnet was placed, and the patient was transferred to another hospital that could facilitate further intervention. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient¿s rv lead was reprogrammed as detections and therapies were turned off.